Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the impedance measurements were greater than 20,000 ohms and that the cause of the high impedance was not determined. There were no patient symptoms noted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was high impedance. The device was interrogated on (B)(6) 2016, and electrode 6 was out of range. Device data was also uploaded then. The action taken to resolve the event was the device was reprogrammed around the electrode. The etiology indicated the relationship of the event to the device or therapy and lead was related, but not related to the implant procedure. The outcome of the event was resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.